Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to cuff erosion. Cuff and reservoir were explanted and replaced.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to cuff erosion. Cuff and reservoir were explanted and replaced.